Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient developed a skin reaction with soreness, swollen, discomfort and redness covering an unknown part of the skin. The reaction was treated with a prescription of oral antibiotics, but no name nor dosage of the treatment were reported. At the time of the report the patient had recovered. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).